Event description:
During a clinic visit for a glooko data review, an insulet sales representative observed a patient who was wearing a deactivated pod. At that time, both the patient¿s dexcom continuous glucose monitor and a fingerstick blood glucose check displayed ¿high¿ readings, indicating blood glucose levels (bg) above 400 mg/dl. No specific bg levels were reported. The healthcare provider (hcp) administered two correction boluses, but the patient¿s blood glucose did not decrease. It is unclear whether the correction boluses administered by the hcp were through the omnipod or through injections. It was further reported that the patient had recently been consuming high-carbohydrate meals without administering bolus insulin for those meals. The hcp subsequently directed the patient to go to the hospital for further evaluation and treatment. Multiple good-faith efforts were conducted to obtain additional information regarding symptoms, diagnosis, or treatment provided at the hospital, if any, but the patient could not be reached for further details.

Manufacturer narrative:
The device is not expected to be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g7 please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.